Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The returned used segment was a needled 8cm segment that had a broken end. The second returned segment was 45cm long with both ends cut. The circumstances and amount of force required to cause the breakage could not be determined. The two returned used segments did not account for the entire 70cm suture product, so a complete examination was not possible.

Manufacturer narrative:
Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a laparoscopy procedure on (B)(6) 2013 and suture was used. While suturing the ovary, the suture broke. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.